Event description:
It was reported to philips that during transport the device shut off and would not turn back on. The device had a depleted battery in slot a but the battery in slot b was fully charged. Further assessment of the device revealed that the pins in battery well b were damaged, two of the pins were depressed and bent. The device was in use, however there was no adverse event.